Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade gouged. The blade tip was intact and not broken off as reported by the customer. The device was tested with a generator. During functional testing on gen11 an alert screen was displayed and the device would not pass pre-run. A crack was located along the blade tip, distal to the inner tube. The device will stop activating and display an alert screen once the blade is damaged. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relax pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent

Event description:
It was reported that during a hysterectomy procedure, the active blade broke. It is unknown how this happened. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported